Manufacturer narrative:
No product has been returned for evaluation. As per reporter revision procedure was being performed due to non fusion. No allegation of product malfunction. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: nonunion or delayed union..." Warnings, cautions and precautions: "...these devices can break when subjected to the increased load associated with delayed union or nonunion..." Product discarded.

Event description:
It was reported patient underwent a revision procedure post one year procedure due to non fusion. As per reporter the lockscrew may have not been final tightened but not confirmed.